Event description:
It was reported that app stopped working occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. The reported event of app not working is reportable based on the finding of an app crash. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).